Manufacturer narrative:
Result of investigation: vyaire medical was able to confirmed the reported issue. Uut (unit under test) failed lap top ventilator battery charge and duration test. There might be a chemical problem with the internal cells of the battery. If in the future, the trends start to appear with this battery, further analysis will be conducted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. The patients weight is not provided as it is not taken at the time of the appointment. Is not applicable with the exception of lot number as the device is manufactured by prescription. Is not applicable as the device is manufactured by prescription not implantable.

Event description:
It was reported that the patient had a reaction to the astron clear splint. The device was received the device on (B)(6) 2019. The reaction happened the very day it was used. The patient reaction was noted as: developed rash/irritating bumps on tongue. The patient also complained of pain. The patient continued to use the device until (B)(6) 2020. The reaction resolved after three days of the discontinuation of the device. The patient did not require medical intervention. The patient did have allergy test to environmental and food allergies. The patient believes that there is a sensitivity to "cheap metal" like that found in jewelry. The patient has no underlying medical conditions. Current medications: acyclovir and bcp. With regard to care of the device: the patient cleaned with a denture brush and warm water and left to air dry.